Event description:
It was reported that post-paced t-wave oversensing was noted on the cardiac resynchronization therapy defibrillator (crt-d). No changes were made at this time. There were no adverse health consequences to the patient.

Event description:
New information indicates that the patient presented to the clinic, and programming changes were made. The patient was in stable condition.